Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic inflammatory disease ("pelvic inflammation") in a 41-year-old female patient who had essure (batch no. 626402) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2013, attention deficit disorder since 2014, hypothyroidism since 2012, gastroesophageal reflux disease since 2014, kidney infection since july 2017, vaginal itching, vaginal odor, vulvovaginitis, endocrine disorder, hypothyroidism, coitus painful and overweight. Concomitant products included citalopram hydrobromide (celexa) from 17-dec-2012 to 20-aug-2014, clonazepam (klonopin) from 17-dec-2012 to 4-feb-2013, escitalopram oxalate (lexapro) from 20-aug-2014 to 13-oct-2014, estrogen nos (estrogen), fluticasone propionate (flonase) from 13-oct-2014 to 4-feb-2016, levothyroxine sodium (synthroid) from 4-mar-2013 to 18-oct-2013, nicotinamide (niadelay), pantoprazole (protonix) from 15-aug-2013 to 20-jan-2014, phrenilin (bupap) from 23-jul-2015 to 4-feb-2016, prenatal vitamins, progesterone, testosterone since 26-feb-2014, thyroid (armour thyroid) from 27-dec-2012 to 4-jan-2013, thyroid from 20-jan-2014 to 3-apr-2015, venlafaxine (efexor) since 10-mar-2008 and vilazodone hydrochloride (viibryd) from 28-jan-2015 to 4-feb-2016. On (B)(6) 2008, the patient had essure inserted. In october 2009, the patient experienced urinary tract infection ("urinary tract infection"). In 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, 5 years 7 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced anxiety ("anxiety") and uterine leiomyoma ("developed a uterine fibroid-05may2016"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("depression"), the first episode of headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain/ hip pain"), pruritus ("itching in head"), dyspareunia ("painful intercourse"), feeling abnormal ("brain fog"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia"), vaginal infection ("vaginitis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), migraine ("migraines"), the second episode of headache ("headaches"), abdominal pain ("abdominal pain"), abdominal distension ("bloat in stomach") and hormone level abnormal ("hormones imbalance"). The patient was treated with surgery (B)(6) 2016 (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, depression, weight increased, alopecia, arthralgia, fatigue, pruritus, dyspareunia, feeling abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, vaginal infection, bladder disorder, urinary tract disorder, migraine, vaginal discharge, uterine leiomyoma and abdominal pain outcome was unknown and the anxiety, the last episode of headache, abdominal distension and hormone level abnormal was resolving. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, depression, dyspareunia, fatigue, feeling abnormal, pelvic inflammatory disease, pelvic pain, pruritus, weight increased and the first episode of headache with essure. The reporter considered abdominal distension, abdominal pain, bladder disorder, cystitis, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and the second episode of headache to be related to essure. The reporter commented: current weight 208 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records pelvic pain, urinary tract infection, pain during sex, vaginal discharge, vaginitis, abdominal pain. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, concomitant drug, lab data were added. Events vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, apareunia, vaginitis, bladder problem, urinary tract problems, migraines, headaches, vaginal discharge, developed a uterine fibroid-05may2016, abdominal pain, bloat in stomach and hormones imbalance added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic inflammatory disease ("pelvic inflammation") in a 41-year-old female patient who had essure (batch no. 626402) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2013, attention deficit disorder since 2014, hypothyroidism since 2012, gastroesophageal reflux disease since 2014, kidney infection since (B)(6) 2017, vaginal itching, vaginal odor, vulvovaginitis, endocrine disorder, hypothyroidism, coitus painful and overweight. Concomitant products included citalopram hydrobromide (celexa) from (B)(6) 2012 to (B)(6) 2014, clonazepam (klonopin) from (B)(6) 2012 to (B)(6) 2013, escitalopram oxalate (lexapro) from (B)(6) 2014 to (B)(6) 2014, estrogen nos (estrogen), fluticasone propionate (flonase) from (B)(6) 2014 to (B)(6) 2016, levothyroxine sodium (synthroid) from(B)(6) 2013 to (B)(6) 2013, nicotinamide (niadelay), pantoprazole (protonix) from (B)(6) 2013 to (B)(6) 2014, phrenilin (bupap) from (B)(6)2015 to (B)(6) 2016, prenatal vitamins, progesterone, testosterone since (B)(6) 2014, thyroid (armour thyroid) from (B)(6) 2012 to (B)(6) 2013, thyroid from (B)(6) 2014 to (B)(6) 2015, venlafaxine (efexor) since (B)(6) 2008 and vilazodone hydrochloride (viibryd) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia").in (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"). In 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, 5 years 7 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced anxiety ("anxiety") and uterine leiomyoma ("developed a uterine fibroid-(B)(6) 2016"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("depression"), the first episode of headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain/ hip pain"), pruritus ("itching in head"), dyspareunia ("painful intercourse"), feeling abnormal ("brain fog"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia"), vaginal infection ("vaginitis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), migraine ("migraines"), the second episode of headache ("headaches"), abdominal pain ("abdominal pain"), abdominal distension ("bloat in stomach") and hormone level abnormal ("hormones imbalance"). The patient was treated with antibiotics and surgery ((B)(6) 2016 (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, depression, weight increased, alopecia, arthralgia, fatigue, pruritus, dyspareunia, feeling abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, vaginal infection, bladder disorder, urinary tract disorder, migraine, vaginal discharge, uterine leiomyoma and abdominal pain outcome was unknown and the anxiety, the last episode of headache, abdominal distension and hormone level abnormal was resolving. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, depression, dyspareunia, fatigue, feeling abnormal, pelvic inflammatory disease, pelvic pain, pruritus, weight increased and the first episode of headache with essure. The reporter considered abdominal distension, abdominal pain, bladder disorder, cystitis, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and the second episode of headache to be related to essure. The reporter commented: current weight 208 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records pelvic pain, urinary tract infection, pain during sex, vaginal discharge, vaginitis, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('pelvic inflammation') in a 41-year-old female patient who had essure (batch no: 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney infection since on (B)(6) 2017, attention deficit disorder since 2014, gastroesophageal reflux disease since 2014, depression since 2013, hypothyroidism since 2012, vaginal itching, vaginal odor, vulvovaginitis, endocrine disorder, hypothyroidism, coitus painful and overweight. Concomitant products included butalbital; paracetamol (bupap) from on (B)(6) 2015 to on (B)(6) 2016, citalopram hydrobromide (celexa) from on (B)(6) 2012, clonazepam (klonopin) from on (B)(6) 2012 to on (B)(6) 2013, escitalopram oxalate (lexapro) from on (B)(6) 2014, estradiol (estrogen), fluticasone propionate (flonase) from on (B)(6) 2014 to on (B)(6) 2016, levothyroxine sodium (synthroid) from on (B)(6) 2013, minerals nos; vitamins nos (prenatal vitamins), nicotinamide (niadelay), pantoprazole (protonix) from on (B)(6) 2013 to on (B)(6) 2014, progesterone, testosterone since on (B)(6) 2014, thyroid (armour thyroid) from on (B)(6) 2012 to on (B)(6)2013, thyroid from on (B)(6) 2014 to on (B)(6) 2015, venlafaxine hydrochloride (efexor) since on (B)(6) 2008 and vilazodone hydrochloride (viibryd) from on (B)(6) 2015 to on (B)(6) 2016. In 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"). In 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), 5 years 7 months after insertion of essure. In 2014, the patient experienced anxiety ("anxiety") and was found to have uterine leiomyoma ("developed a uterine fibroid, on (B)(6) 2016"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), depression ("depression"), the first episode of headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain/ hip pain"), pruritus ("itching in head"), dyspareunia ("painful intercourse"), feeling abnormal ("brain fog"), cystitis ("bladder infection"), female sexual dysfunction ("apareunia"), vaginal infection ("vaginitis"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), migraine ("migraines"), the second episode of headache ("headaches"), abdominal pain ("abdominal pain"), abdominal distension ("bloat in stomach") and thyroid disorder ("thyroid problem") and was found to have hormone level abnormal ("hormones imbalance") and vitamin b12 decreased ("low b-12"). The patient was treated with antibiotics and surgery (on (B)(6) 2016 (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, depression, weight increased, alopecia, arthralgia, fatigue, pruritus, dyspareunia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, vaginal infection, bladder disorder, urinary tract disorder, migraine, vaginal discharge, uterine leiomyoma, abdominal pain, vitamin b12 decreased and thyroid disorder outcome was unknown and the anxiety, feeling abnormal, the last episode of headache, abdominal distension and hormone level abnormal was resolving. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, depression, dyspareunia, fatigue, feeling abnormal, pelvic inflammatory disease, pelvic pain, pruritus, weight increased and the first episode of headache with essure. The reporter considered abdominal distension, abdominal pain, bladder disorder, cystitis, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, thyroid disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 decreased and the second episode of headache to be related to essure. The reporter commented: current weight 208 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram: on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records pelvic pain, urinary tract infection, pain during sex, vaginal discharge, vaginitis, abdominal pain concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿vitamin b12 decreased, thyroid disorder". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: information received via social media: new events - low b-12, thyroid problem were added. Outcome of event brain fog was updated as recovering/resolving. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic inflammatory disease ("pelvic inflammation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain"), headache ("headaches"), alopecia ("hair loss"), arthralgia ("joint pain/ hip pain"), fatigue ("fatigue"), pruritus ("itching in head"), dyspareunia ("painful intercourse") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, anxiety, depression, weight increased, headache, alopecia, arthralgia, fatigue, pruritus, dyspareunia and feeling abnormal outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, depression, dyspareunia, fatigue, feeling abnormal, headache, pelvic inflammatory disease, pelvic pain, pruritus and weight increased with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.